Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After the impella was placed, the peel-away sheath was removed and repositioning sheath placed. Forward tension sutures were placed at the site, but groin still had some bleeding. An additional stitch was placed and pressure held with resolution. Additionally, same day post procedure it was noted the impella was sitting shallow but unable to be advanced further due to frequent ectopy. Support continued. Three days later the impella was weaned and removed with the patient continuing on extracorporeal membrane oxygenation therapy. The patient was reported to be stable following the event.

Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary information was not provided, the root cause of the vt/vf was not determined.